Event description:
This case becomes not-reportable as product changed from unknown ngp to kit 09015728001m mtr 118 acgl rpl us mg (09015728001m). 09015728001m this product is not-reportable rfr for za65.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced suspend using the pump and suspended basal and bolus turn off and pairing the meter to the pump, received device not found alert. The customer reported a blood glucose value of 60 mg/dl. The customer reported hypoglycemia and customer had not taken the treatment. The event involved product(s) unk_ngp. Troubleshooting was not performed. No further patient complications were reported. It was unknown whether the customer will continue use of the device. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.